Event description:
It was reported that during a colonoscopy procedure, the rotatable snare became tangled. The physician had snared a polyp in the left colon and the nurse attempted to close the snare. The snare became tangled. It was reported that there appeared to be a knot in the snare and it was not possible to close the snare. The scope was removed and the catheter was cut to remove the snare. It was not possible to remove the snare through the working channel due to the knot. There were no pt complications and the pt was reported to be stable post procedure. The procedure was reported to be completed with another of the same device.